Event description:
Tubing separation at the distal portion of the distal y-site of a plumset. The customer reported that, "the tubing fell apart into two pieces when taken out of the package." There was no reported delay in critical therapy. The customer stated, "there was no patient involvement." Though requested, no additional information was provided.